Event description:
Per patient, she had a problem with one cassette that keeps setting her pump off. Patient had an extra cassette that she used, and the issue was resolved. No further info, details or dates available. Cassette lot number and expiration date are unknown as not reported. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Reported to (B)(6) by: patient/caregiver.